Manufacturer narrative:
Medical device lot #: actual lot number is unknown, however the customer suspects lots 21045987 (mfg: 04/14/2021 exp: 04/16/2024). Investigation summary: a partial sample was submitted for quality investigation. The customer complaint of tubing defective/damaged - tubing balloon could be verified on by visual inspection. Evaluation of the tubing submitted reveals that the silicone tubing of the pumping segment shows indication of swelling of the tubing at the upper pumping segment fitting. Further evaluation could not be conducted because the drip chamber was cutoff and not submitted with the sample. The customer was not certain of the lot number of the infusion set however they provided a possible lot number. A device history record review for model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue could not be fully determined due to the description provided by customer and because the drip chamber was was cutoff the samples. Based on the description of the issue seen in this complaint, and previous investigations with a similar failure observed, the probable root cause is the use of the most proximal y-site with a syringe and trying to push medications through that y-site, causing the tubing in the pumping segment to balloon during infusion. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv 20d 1cv 2ss dehp free had tubing that ballooned. The following information was provided by the initial reporter: "issues with infusion pump tubing it is ballooning up. Has photos."